Event description:
Follow up information received reported that the patient did not have any concerns with their device therapy.

Manufacturer narrative:
Product ID 3889-28, lot# v970035, implanted: 2012 (B)(6), product typ lead, product ID 3037, serial# (B)(4), product typ programmer, patient. (B)(4).

Event description:
It was reported that the patient experienced intermittent stimulation and a loss of therapeutic effect. The symptoms began the night before and there was no known accident or incident related to the loss of stimulation. The patient noted that she usually always felt the stimulation. The stimulation settings were adjusted, and the patient felt stimulation again and was going to monitor her symptoms. If additional information is received, a follow up report will be sent.